Event description:
The customer reported to olympus, the hd autoclavable camera head displays no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found no image and intermittent flickering image due to a faulty cable unit. Furthermore, the following additional issues were identified during inspection: fluid/ stain water immersion inside the camera head/ lenses due to a bad charged coupled device, failed water leak test from connector, and a faded serial plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to cable failure and the image is not displayed. However, the root cause of the cable failure could not be specified. Additionally, it is likely that poor water-tightness occurred from the connector and from this, ¿penetration of fluid/dirty water inside of the camera head lens was found.¿ occurred. There is no appearance of connector breakage, thus the cause of the flood could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.